Event description:
Patient ((B)(6)) reported recently having a surgery. Patient's peritoneal dialysis nurse confirmed the patient had a (unknown manufacturer) catheter relocation and has since recovered. Surgery occurred around (B)(6) 2018 but no dates were provided. Patient continued with ccpd treatments without further complications. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).